Event description:
It was reported that the customer experienced a past low blood glucose event with the lowest level being 45 mg/dl, which was managed by consuming carbohydrates. Customer received normal assistance from a third party. The customer was advised by technical support to consult with a healthcare professional to discuss factors affecting blood glucose levels and also agreed to receive an email link to tandem¿s guide for successful pumping.